Event description:
The pt received her trial scs system including a percutaneous trial lead on (B) (6) 2008. It was reported that the lead migrated. The lead was replaced on (B) (6) 2008 and replaced with a paddle lead. Follow up on the pt found that no further issues have been reported. The explanted lead was returned to ans for eval. No further info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Terminal end of lead is missing an electrode. Continuity fails due to that channel being open. Lead segment is clear with no visual anomalies. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.